Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the pole mount bushing for the cs300 intra-aortic balloon pump (iabp) was observed to be missing. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: h4 the field service engineer (fse) that discovered the issue, replaced the pole mount bushing then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
N/a.